Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.